Event description:
Information was received that during use of this smiths medical cadd legacy pump, the patient woke up with headache and noticed that the pump had stopped. No patient involvement reported. No additional adverse effects reported.